Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to shell migration. On explantation of the shell and two screws, a minimal amount of bone ongrowth was observed on the shell. Surgeon's original intention was to revise only the shell and liner to competitor devices. Intra-operatively, surgeon decided to change patient's version as the competitor shell left the patient's limb length suboptimal with the existing stryker stem and head. A stryker shell with 2 screws, liner, head, and stem were revised to a competitor shell and liner with a stryker head and stem. Rep provided a pre-revision x-ray and reported that additional x-rays, medical records, and further information would not be released by the hospital or surgeon.